Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, a detached sensor wire was reported. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated upon removal of the sensor, the sensor wire was under the patient¿s skin. It was reported that on (B)(6) 2019, the patient went to the hospital to have the sensor wire surgically "remove". It was indicated that the patient received stitches afterwards and given ibuprofen. At the time of contact, the patient was doing fine. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluation. An external visual inspection was performed and failed due to a missing sensor wire. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.